Event description:
It was reported that during a tonsillectomy procedure using an evac 70 xtra icw wand with a coblator ii controller, the wand stopped working mid procedure. After a 20 minute delay, the surgeon opted to complete the procedure using a competitive device. There were no pt complications reported as a result of this event.

Manufacturer narrative:
The reported wand will not be returned by the customer for visual and functional evaluation, thus a root cause could not be determined with confidence. Potential factors unrelated to the manufacture or design of the subject device which could have resulted wand performance issues are: it is possible there was a loose foot control assembly connection or a loose wand connection to the controller at the customers facility. Other conditions that can cause this issue are using an improper power cord or improper extension cord, or a loose power connection at the users facility.